Event description:
A report was received stating that a leak was found in the cuff of the listed tracheostomy tube after 12 hours in situ. According to reporter, the leak was found when the ventilator emitted an alarm; an emergent exchange of the tracheostomy tube was performed as a result of the alarm. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file and follow-up report detailing the results of the evaluation. (B)(4).